Manufacturer narrative:
Check the sterilization report of the batch of specimen collection swab used by the customer, and the test results are all qualified. Check the biocompatibility report of the batch of specimen collection swab used by the client, and the test results are all qualified.

Event description:
Customer feedback : son administered ihealth covid-19 antigen rapid test. Eleven (11) minutes after putting swab in nose his tongue swelled, face and throat swelled.